Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -16.50 diopter, implantable collamer lens tore/broke during loading. There was no patient contact, cause of this event was reported as user error. However, it was also reported that the lens was loaded correctly/ patient is okay. Additional information/clarification has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: date should be 05-dec-2018 in original MDR. Date should be 05-dec-2018 in original MDR. (B)(4).

Manufacturer narrative:
Additional data: the reporter clarified that the replacement lens was loaded and implanted correctly. (B)(4).